Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experience a low blood glucose during the call. The customer was treating with apple juice; however, the blood glucose was not improving. The patient's blood glucose at the time of incident is unknown. The customer was using the insulin pump system within 48 hours of the reported hypoglycemia. The medtronic representative advised the caller to request 911's assistance and the caller agreed. Troubleshooting did not occur. The insulin pump was not returned for analysis.